Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 4.4 inr/6.5 inr; 5.3 inr/7.8 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test system; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system (lot number 906a, expiration date 05/31/2011). Reference medwatch report with (B)(6) for the suspect device used in the coaguchek xs system. Will not be returned to manufacturer.